Manufacturer narrative:
Patient bsa: 1.51. Physical inspection of the device noted the instrument seal intact. The female and male iuis were observed to be in good condition. Platen, assembly, post, springs and buttons are all intact and do not interfere with the door operation. Noticeable resistance was observed with the door latch. Latch sear is installed properly and does not interfere with the door operation. An impact mark was observed on the rear case. There were no other anomalies observed. Analysis of the pcu event log shows pump module /n (B)(6) was programmed to infuse drug ID 198 at a rate of 189ml/hr with a vtbi of 566.2ml at 8:28 pm on (B)(6) 2020. At 8:29 pm, the device alarmed for patient side occlusion. The user paused the infusion and then restarted at 8:30 pm. At 11:30 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. The user changed the vtbi to 50ml and started the infusion. At 11:47 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. The user changed the vtbi to 20ml and started the infusion. At 12:05 am on (B)(6) 2020, the device alarmed for air in line. At 12:07 am, the user channeled the device off. The volume recorded as being infused during this period was 639.564ml. Functional testing performed found the device delivering fluid within specification.

Event description:
It was reported from the ICU (intensive care unit) that the lvp (large volume pump) module 8100 was programmed at 189 ml/hr for 3hrs for a total of 566.25 ml. The total volume infused was 639.56 ml. Pump was started at 8:29 pm and the bag was empty at 12:05 am after an additional 73 ml was programmed for use on a child patient. No patient harm was reported. Although requested, further information not provided.

Manufacturer narrative:
The report of an underinfusion of an unspecified medication was not definitively confirmed during the review of the pcu event log. A review of the device error logs found no errors during the time of the reported event. The root cause of the reported underinfusion of an unspecified medication was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 08 august 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. No device received-log review only.

Event description:
It was reported from the ICU (intensive care unit) that the lvp (large volume pump) module 8100 was programmed at 189 ml/hr for 3 hrs for a total of 566.25 ml. The total volume infused was 639.56 ml. Pump was started at 8:29 pm and the bag was empty at 12:05 am after an additional 73 ml was programmed for use on a child patient. No patient harm was reported. Although requested, further information not provided.